Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 497 mg/dl. Troubleshooting could not be done due to the insulin pump alarming button error, and the buttons not responding. Advised that the insulin pump would be replaced. Nothing further was reported.